Event description:
It was reported that the patient presented feeling unwell. Upon review, it was discovered that the right ventricular lead had a high amplitude artifact that was being over sensed causing pacing inhibition as well as low impedance. The lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.